Event description:
On 11/14/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak anchor got stuck in the drill sleeve. The surgeon drilled the bone tunnel with an ar-3638ds knotless fibertak disposable kit. The drill guide was left in place and the anchor was put in, the anchor was pushed down by the mid shaft, and it got stuck about 3/4 of the way down. The drill sleeve and wouldn't advance any further. When the surgeon tried to pull the anchor out of the drill sleeve, was unable to. Surgeon took the drill sleeve and the anchor to the back table and ripped it out of the drill sleeve. The anchor had bunched up and set. Another ar-3636 1.8 knotless fibertak was used with a non-disposable drill sleeve to complete the case. This was discovered during an anterior bankart repair procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.